Event description:
No new information provided by the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the customer's reported malfunction was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: white foreign material on the air water channel connecting to cylinder. Based on the results of the investigation, a root cause could not be identified. The most probably cause of the malfunction is component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had foreign material underneath the camera head. It appears like some debris underneath the camera lens and could not be removed with cleaning. The issue was found during an esophagogastroduodenoscopy procedure that was completed with the same device with no delay. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.